Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the set was not returned, no investigation was performed and mmdg was unable to confirm the complaint.

Event description:
The initial reporter stated that there was air past the filter on the curlin tubing set. During a follow up call from mmdg the initial reporter this had occurred on a patient but that there had been no adverse effects. (B)(4).